Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2025 and suture was used. The suture and the needle is not connected. The doctor opened 3 packs of suture with the same lot, the suture also not attached to the needle. The surgery was not delayed due to the reported event and was successfully completed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ did this issue contribute to any patient adverse event? ¿ when was the needle pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows three empty winding formers labeled as w9501. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Investigation summary: the product was returned to ethicon for evaluation. One empty winding former that pertains to product code w9501t was received for analysis. The visual assessment of the product noted that as the suture or needle was not returned, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: h3, h6. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.